Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection and functional testing as result of damaged power source port one (1) connector's body. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event may be attributed to the damaged power source port connector found during testing. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that while at a lacrosse game for his daughter this patient attempted to change his battery but it would not stay connected to the controller. The plastic portion on one of the controller port connections split resulting in a broken ring. The battery would not stay connected without being held manually to the controller and would result in a low priority alarm after 20 seconds. The patient held the battery in place for the one hour drive to the hospital. Upon arrival, the vad coordinator exchanged the controller and provided additional teaching to the patient and wife. There was no reported effect on the patient. Of note, the patient was transplanted on (B)(6) 2015. Investigation is ongoing.